Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-28722. It was reported that the patient presented via remote transmission. Review of transcripts revealed that the right ventricular and left ventricular leads were oversensing noise. The patient presented in clinic and myopotential testing reproduced the noise when moving the left arm. The patient had a chest x-ray and no damage was seen. Programming changes were made. The patient was stable and would be monitored.